Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported air in the tubing distal to the filter. The extension set was being used to monitor the pt's blood pressure. The option-lok male adapter of an unspecified plumset was connected to the female adapter of the extension set. The option-lok male adapter of the extension set was connected to the female adapter of an unspecified transducer set with two distal in-line stopcocks. The male adapter of the transducer set was connected to a 5fr catheter inserted into the pt's umbilical artery. The extension set was being used to deliver an unspecified concentration of heparin, at a rate or 0.5ml/hr, via a plum pump. After an unspecified length of time in use, it was reported that "tiny air bubbles" and an unspecified volume of bleed back in the tubing were noted distal to the filter of the extension set. No air was delivered to the pt. The tubing sets were replaced and the monitoring was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.